Manufacturer narrative:
The pacemaker and the associated lead were received for analysis. The pacemaker was properly interrogated and the pacemakers memory content was analyzed. Loss of capture was detected by the capture control mechanism since (B)(6) 2022. Threshold measurements showed fluctuating thresholds between 0.5 v and 2.7 v. Capture control was automatically deactivated on (B)(6) 2023, because the maximum number of loss of capture detections had been exceeded. No further conspicuities were noted. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also, the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 2 months, a loss of capture on the ventricular channel was observed on the device and the lead. The pacemaker and the lead were explanted. Should additional information be received, this file will be updated.